Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2016-00062. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using px slim delivery microcatheters (px slim). During the procedure, another manufacturer's parent catheter was inserted into the patient and then a px slim (lot #f64989) was inserted through it. While advancing the px slim through the parent catheter, the physician met resistance and was unable to advance the px slim any further. The physician removed the px slim and attempted to advance a new px slim (lot # f64993) through the parent catheter; however, resistance was met again and the px slim was removed. The procedure was completed using another manufacturer's devices. There was no report of an adverse effect to the patient.